Event description:
Repair request initiated for device with the report of "guard broken." No patient impact reported. Repair request escalated to product event based on reason for return. On follow up, it was reported that the condition was identified during cleaning on (B)(6) 2014 after a craniotomy procedure. Procedure was completed with back up. It was confirmed there was no patient or staff impact. The person that initially identified the condition was also provided.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the distal and internal tube bearings were corroded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. ¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).